Event description:
No additional information provided.

Manufacturer narrative:
Production lot record check (lot #3016993): the product specification is 22gx8cm, sku number is 980020, the production date is 2023/04, and lot quantity is (B)(4). Check the process test report and outgoing test report, the test results meet the product standards, no abnormalities. Check production records for no nonconformities, deviations or rework activities. Return sample have been received, the device have been used. Y adaptor cracked per attached photo 1. Root cause analysis: people:all the assembly operator for this batch have been quolified no people changed machine:checked production record for this batch, no machine equipment changed and repaired material:the cracked adaptor were molded by supplier rega, checked the incoming inspection record for this batch, no abnormality conducted clamping test to simulate the use of nurse for the same batch adaptor, the adaptor cracked same as customer complainted method: manufacturing procedure and inspection method no change for this bartch environment:checked production record for this batch, no abnormal with temperature and humidity. Confirmed with representative that the product storage environment in hospital no abnormal. Countermeasure: initiate global hold for all affected products. Initiate scar(#scar-fy24-001) to supplier rega for injection process improvement and expected to be closed in december. Refer to attached mail history. (After supplier analyzed and reappear experiment, the root cause is that the resin of adaptor stays in the barrel of injection machine for long time, caused resin degradation and the adaptor becoming brittle). Plant 100% sort the adaptor under quality plan #p-2102306 control before scar closed.

Event description:
It was reported that bd powerme 22ga x 8cm cracked. The following information was provided by the initial reporter; after replacing the infusion connector punch seal tube, when connecting the infusion set, the connector cracked at the connection of the connector and the y-connector, number of units affected 1 unit, green claim required, complaint response letter required, complaint acceptance letter required, photographs can be provided, samples can be returned.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.